Event description:
It was reported that the wig wag brake on the 9900 system was loose. Also the touch screen monitor had a calibration error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brake was adjusted and the touch screen calibrated during the service call. The system was tested and found to be working as intended, and put back into service.